Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a proximal type I endoleak due to 1cm of migration from the renal artery. The physician implanted an endurant aui stent graft in conjunction with 8 aptus endoanchors. The patient still had a small type I endoleak at the end of the procedure however, the physician believes it will self-resolve. The physician stated that the cause of the migration resulting in an endoleak was due to disease progression. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.